Event description:
On (B) (6) 2010 a doctor reported that one pitt-easy abutment screw fractured while he was ratcheting it into place.

Manufacturer narrative:
A doctor reported that one pitt-easy abutment screw fractured while he was ratcheting it into place. The doctor stated that the rachet he used was not working properly and had not been properly calibrated. He also stated that the rachet was not manufactured by sybron implant solutions (B) (4). The abutment will be replaced using the proper rachet. No patient information was provided and the product has not yet been returned to sybron implant solutions (B) (4) for evaluation. When an evaluation of the fractured abutment has been conducted a follow-up report will be submitted. Device was not returned to manufacturer.